Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information for this event was requested, but the site declined to provide additional information. The diamondback coronary orbital atherectomy system instructions for use warns that slow or no reflow phenomenon may occur and/or require intervention as a result of the use of this device. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
Orbital atherectomy was selected for treatment of a left anterior descending (lad) artery. Multiple attempts to cross and dilate the lesion with balloons were made, however they were unsuccessful and a dissection in the proximal lesion was observed due to the ballooning. The diamondback coronary orbital atherectomy device (oad) was then used to treat the proximal and distal lesion and slow/no flow was observed. Balloon angioplasty was performed proximal to the vessel to restore flow. Stent placement was performed to complete the procedure with a great final result.